Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding a drug infusion device. The drug being delivered was unknown. The reason for use was not reported. It was reported that an explant has been scheduled for (B)(6)2020 due to an infection. They were not aware of testing. The issue was not resolved at the time of the report. Device status was ¿customer refused return,¿ as they were notified that the device should be returned to the manufacturer. There were no further complications reported/anticipated.